Manufacturer narrative:
A visual examination of the returned capio¿ slim revealed that the device was returned with the cage detached in the distal tip section. Functional inspection was not performed due to the device condition (cage detached). A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2016-03630 pertains to the other device. It was reported to boston scientific corporation that a capio¿ slim was used during a sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached and was left inside the capio cage. The procedure was completed with another capio¿ slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2016-03630 pertains to the other device. It was reported to boston scientific corporation that a capio¿ slim was used during a sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached and was left inside the capio cage. The procedure was completed with another capio¿ slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.